Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was tubing connector. The infusion set was in use for 2 days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. The issue occured with 4 infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.